Event description:
Serial number does not come back, dealer unsure of his own writing. The dealer states the device's emergency stop button is not working. The dealer also stated while going down the hallway the legs with no one in the device, are opening on their own.